Event description:
As reported, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message after power-on. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell module. The cracked front enclosure and failed load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, observed a cracked front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to remedy the problem. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failure in load cell module 1. The load cell module needs to be replaced to address the reported complaint. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**